Event description:
During routine testing of the device at the service center, the user reported the leads were broken off the high pressure transducer for the "a" side and the ribbon cable wires were broken off at the pressure transducer for the "b" side. Since the event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.